Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "very hard bone lateral prox femur. Osteotome edge cracked or split and folded over. Metal seems not strong enough to maintain sharp cutting edge."